Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot#: (B)(6), ubd: 21-jan-2017, UDI#: (B)(4); product ID: 3778-60, serial/lot#: (B)(6), ubd: 21-jan-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient's second ins was removed in 2015 because the 'wiring was in the wrong place'. The caller states the leads were not removed at that time because 'something was going on' with the leads and they 'couldn't take (them) out'. The caller was calling to see if the patient could have an MRI, agent reviewed that with abandoned leads the patient is only eligible for head scans. The caller said at some point in the past the patient did have an MRI. A healthcare provider (hcp) reported the whole system was removed when the patient had a procedure due to "infusion."